Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not receiving audible low insulin alerts or low battery alerts as intended. There was no reported impact to the customer¿s blood glucose. Review of pump data logs found that the customer had the low insulin alert set to vibrate and the pump battery was approximately 77% which would not trigger a low battery alert. Reportedly, the customer maintained that the pump was not functioning as intended, but continued to use the pump for insulin therapy.